Event description:
During the device evaluation, the cysto-nephro videoscope was found to exhibit a detachment of the insertion section sheath adhesive and corrosion at the distal tip. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root of the observed fractured/detached sheath adhesive could not be determined, however, the issue was likely the result of repetitive use stress and or external factors. Additionally, a definitive root cause of the corrosion at the device distal tip could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.